Manufacturer narrative:
The device in question is a peripheral hardware unit used in conjunction with our ereader medical device. There was no deficiency noted with the ereader unit that was connected to the power supply adapter. The complaint product was not returned for evaluation. Though a root cause cannot be conclusively determined, a review of this event and other similarly reported events found that the issue may be attributed to the manufacturer of the power supply adapter. The issue has been escalated for further review and investigation. Escreen will continue to monitor and trend this issue.

Event description:
The customer reported that the cord for their ereader power supply was making a humming sound, followed by a loud pop, and was no longer functioning. The customer was able to restore functionality for their ereader system after receiving a replacement power adapter.